Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the battery cap was damaged. This report is made based on results of investigation completed on 11/13/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: investigation revealed that the display screen was dim and discolored. Additionally, the battery cap was observed to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).